Event description:
Provider states the alarm will not alarm, unit will power on and the unit runs fine, provider has been running the unit for 48 hours and found no other issues. Provider states no property damage or alleged injury. Provider did not know the hours stated it had many it is a rental. No further information provided.